Event description:
The healthcare professional reported that approximately 20 months post implant, valve was removed due to a paravalvular leak at the proximal suture line. It was replaced and returned for evaluation.